Event description:
Patient stated that over 7 v-go devices have come off prematurely. Patient wears the v-go on the arm and is over (B)(6) lbs and stated he perspires while doing physical activities outdoors. Patient stated that when the v-go adhesive loosens the v-go needle moves in and out of his skin causing discomfort.